Event description:
It was reported that the device was broken and removed with a snare. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 300cm x 10cm guidewire was selected for use. During the procedure, it was noted that without any cause the device just broke off in the body. Afterwards the device would no longer fit through the rubicon guide catheter and then damaged the rubicon guide catheter. A snare was used to grab the broken part. The procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.